Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of (B)(4). Initial implantation details unavailable at the time of this report. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported). The patient underwent revision surgery on (B)(6) 2016, in order to place abutment on sleeper implant that was placed during initial implantation in 2005 (specific date not reported).